Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a blade broken at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, the instrument was found to have a broken clamp arm. There was no missing material. The inner tube slots where the clamp arm hinges broke off, causing the arm to dislodge.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the blade broke off the harmonic ace curved shears instrument at the instrument's first movements. It was alleged that a fragment fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was an issue with two instruments during the same procedure. The procedure was not recorded on video. The instrument was inspected prior to use and there were no issues. The instrument did not collide with another instrument. The fragment was retrieved with a third party instrument and the procedure was completed with a maryland bipolar forceps instrument. The patient's current status was good.